Event description:
The pump was returned for service. During service testing, the baxter service technician reported the pump underdelivered. The hospital representative stated they have no record of any patient incident since the last baxter service event.